Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 436 mg/dl. The customer treated with manual injections. The customer stated that he has been fighting a really bad cold and took 15 units of insulin. The customer stated that he took about 4 steroid pills a day. The customer stated that he sweat all summer long. The customer stated that his blood sugar was 460 mg/dl 3 hours later after manual injections. The doctor advised that some of the readings are not accurate because the customer was sick for the last month.